Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm and pump error 35 alarm, problem isolated to the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers family member reported via phone call that the insulin pump received a critical pump error. Customer¿s blood glucose level was 138 mg/dl. Customer reported that they received critical pump error with open book image on screen. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.